Event description:
Patient underwent uneventful lasik on both eyes (ou) with intralase on (B)(6) 2012. Patient was referred back to tlc vision by primary eye care provider for evaluation of epithelial ingrowth on right eye (od) on (B)(6) 2013. Visual acuity sans corrected (vasc) was 20/25 od. Surgeon elected to lift flap and remove epi ingrowth od. Procedure done on (B)(6) 2013. Vasc on (B)(6) 2013 was 20/20 od and 20/20 left eye (os).

Manufacturer narrative:
(B)(4): conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012. The initial procedure was uneventful. The clinic reported this event only and did not request field service or clinical support.